Event description:
The patient was implanted with a vectra vascular access graft. Approximately 1 month post implant, it was reported that two black spots appeared on the skin directly above the graft. The patient reported to feel pain and redness of the skin appeared. A few days later, bleeding occurred from the black spotted area and continued for the next several days and compression hemostasis was performed. The graft remains implanted; however, a "cracked area" was removed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.